Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the occlusion was very hard to turn. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.